Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient was experiencing a strip cut issue with his onetouch ultra blue test strips. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that on (B)(6) 2012 at around 7:00pm, the patient discovered that the subject test strips "were not cut all the way and had to be pulled apart". It is not known if the patient takes any medication to manage his diabetes or if the patient made any changes to his usual diabetes management routine in response to the reported issue. The cca was informed by the reporter that it is also not known if the patient developed any symptoms but that the patient was treated by a non-hcp with food/drink on (B)(6) 2012 at 1:00am. The cca noted that the reported issue remains unresolved with troubleshooting. This complaint is being reported because although it is not known if the patient developed symptoms suggestive of a serious injury, the patient received treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.